Event description:
Initial case received 10/28/2006: this spontaneous case from the us was reported by a physician regarding an unspecified number of pts who had been treated with poly-l-lactic acid (sculptra). Per the reporter, the pts developed malar and temporal injection site nodules, and "that chipmunk look" [overcorrection with sculptra]. During her oral presentation at an annual convention (28-oct-2006) the physician reported that she had changed her reconstitution protocol, because of "experience with nodules in the malar and temporal regions when she used 2-3 cc of sterile water plus 2 cc of lidocaine." The physician also stated that she had pts experience "that chipmunk look [overcorrection with sculptra]" after only one or two treatments. Unique pt identifiers/demographics, dose of medication, dates of therapy, indication, relevant medical history, concomitant medications, clinical details of the events, and treatments were not provided. Lot number and expiration date were not provided. No further info was provided.

Manufacturer narrative:
Follow-up info received on 07-nov-2006: this nurse from the physician's office reported that the doctor made her presentation based upon this single pt. This female pt received multiple injection of sculptra in 2004 for cosmetic reasons. Lot number was a4d05, expiration date 30-apr-2006. Past medical history and concomitant medications were reported. In 2005, pt reported 6-8mm pellet like bumps, all palpable and some visible. She presented to the office and there were several visible bumps at eye and also at mid face. The bumps were white to pale compared to the pt's skin. Four days later, the bumps were treated with (triamcinolone) kenalog injections. She also had add'l injection three mos later. In , she still had bumps and excising them was discussed. Two mos later, multiple bumps were excised in the office. On follow-up visit, she had bruising. Pt has moved and the final outcome was unk. No add'l info provided. Addendum for follow-up dated 03-nov-2006, received on 13-nov-2006 from product technical complaint report for sculptra batch number unk: batch record review (brr) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.